Event description:
It was reported that a system tightener, locker, and two inserters broke during a procedure due to hard patient bone. A return authorization number was issued for return of the complaint instruments, which as of 07/16/2026 were not received at the manufacturer for assessment. Repeated attempts to gather relevant complaint incident details to determine the impact to patient and/or procedure were unsuccessful.report 1 of 4

Manufacturer narrative:
Visual and functional assessments were not performed due to the complaint instruments not being returned to the manufacturer.DHR reviews could not be performed due to the lot numbers of the complaint instruments not being identified.there have been three other complaints of similar nature regarding the damaged system instruments in the past 12 months. The manufacturer will continue to monitor for reports of broken system tighteners, lockers, and inserters and perform complaint investigations and submissions of FDA 3500a reports as appropriate.a supplemental report will be submitted if/when additional information is received that can determine the nature of the instrument malfunctions and the impact to patient and/or procedure.